Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of error 1 was verified. The event log did show battery depleted and error code 1870 has occurred. Service will replace the motor and circuit board. The problem source is the motor and circuit board.

Event description:
Cadd legacy pump had error code 1. No reported adverse effects.